Manufacturer narrative:
(B)(4).

Event description:
Two guidewires failed on one patient. Initial attempt at left femoral central line placement complicated by wire kink. Cannulation was successful and wire placement confirmed on us however on dilation critical kink to wire formed. Pressure held, no immediate complications appreciated. No patient harm reported, but there was an increased risk of infection related to multiple site access and a delay in care due to extended procedure time.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Two guidewires failed on one patient. Initial attempt at left femoral central line placement complicated by wire kink. Cannulation was successful and wire placement confirmed on us however on dilation critical kink to wire formed. Pressure held, no immediate complications appreciated. No patient harm reported, but there was an increased risk of infection related to multiple site access and a delay in care due to extended procedure time.